Event description:
Had the essure implanted (B)(6) 2013. Since then, have had leg and now arm weakness, panic attacks, missed work due to extreme fatigue and weakness. MRI reports that show a neurological change in the myelin of my spinal cord at t11-t12. The implant on my left side has been rejected by my body and I am no longer protected against pregnancy. Extreme pain with intercourse. Difficulty with cramping and pain.